Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as the reported issue was resolved via troubleshooting performed by the initial reporter.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system would not power on. The reported issue occurred following a procedure and the system was powered down. The site representative reported that they replaced the fuses in the viewing station of the imaging system to restore functionality. There was no patient present when this issue was identified. There was no patient present when this issue was identified.